Event description:
The service report shows the customer has reported that the 840 ventilator stopped cycling while in use with a patient. The nellcor puritan bennett customer support engineer (cse) verified the vent inop error code in memory. The cse is returning the entire device to the factory for further evaluation. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.